Event description:
The customer stated that she was treated in the emergency room for low blood glucose levels. No blood glucose reading was reported. The customer stated that she may have given too much insulin for her breakfast. Nothing further was reported. The basal rates were programmed correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.